Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stoppers were cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the hcp checked the product before use, a crack on the rubber stopper of the cap was confirmed."

Manufacturer narrative:
H.6. Investigation: bd received two (2) samples and attached three (3) photos for investigation. The photos were reviewed and the indicated failure mode for incorrectly molded stopper was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrectly molded stopper was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of incorrectly molded stopper. Bd determined that the root cause of the indicated failure mode was attributed to a "non-fill", which is a lack of material during manufacturing to properly form the stopper.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stoppers were cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the hcp checked the product before use, a crack on the rubber stopper of the cap was confirmed."